Manufacturer narrative:
The reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. Five photos were received for evaluation. The first one showcases the three-way catheter and water syringe, the second and fourth photos show the catheter cap with the lot number nghp2387. The third photo shows the catheter balloon and tip, and the last photo shows the tray label. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. The catheter balloon was inflated with the returned syringe with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and no leaks were presented, however it was evidenced asymmetrical balloon (100:0). The returned syringe was connected, and all the 10 ml were returned with no leaks or cuffing. The reported event is unconfirmed a DHR review is not required. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the valve of the foley catheter was discovered during a pretest. As per the investigator's notification received on 01jul2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the valve of the foley catheter was discovered during a pretest.